Manufacturer narrative:
Device evaluation: analysis of the returned device identified; the weight the device within specification, deformation and creases fold. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The unit is not ruptured. Additional, corrected and/or changed data: d.10, h.3, h.6. Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30024502 is not related to any additional complaint infection record reported as of today. Review of all complaints for the period of feb 2018 through jan 2020 related with gel breast implants and found no adverse trend in the event rate regarding the reported event. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported right side "leak" of a silicone device, "infection", "breast was bright lobster red", "hurts really bad", and "redness running down their rib cage." Healthcare professional additionally reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, infection, capsular contracture, baker grade unknown.

Event description:
Patient reported right side "leak" of a silicone device, "infection", "breast was bright lobster red", "hurts really bad", and "redness running down their rib cage." Healthcare professional additionally reported capsular contracture, baker grade iii. Device has been explanted.